Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide had foreign matter. The following information was provided by the initial reporter translated from chinese to english: "there are small black dots of contamination on the product, see attachment for details."

Manufacturer narrative:
One photo was provided regarding model #305917. It shows a needle assembly out of the packaging blister. The bottom of the needle hub has dark colored specks. No other information could be obtained from the photo. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no physical sample analysis, a probable root cause could not be offered at this time. A device history record review was completed for provided lot number 2292621 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.